Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd ultrasafe plus¿ 2.25 ml passive needle guard, the needle did not retract the following information was provided by the initial reporter: during (B)(6) clinical review of data for upcoming dmc in december 2023, it was brought to the cmc¿s attention that per the dosing diary for a patient at site 039, the free text comment field indicated, ¿needle did not retract.¿ additional follow up from the site and caregiver provided on (B)(6) 2024, ¿per patient¿s mother the syringe did not allow for it to retract.¿

Manufacturer narrative:
H6: investigation summary: unconfirmed: no evidence provided.

Event description:
It was reported while using the bd ultrasafe plus¿ 2.25 ml passive needle guard, the needle did not retract. The following information was provided by the initial reporter: during biohaven¿s clinical review of data for upcoming dmc in december 2023, it was brought to the cmc¿s attention that per the dosing diary for a patient at site 039, the free text comment field indicated, "needle did not retract." Additional follow up from the site and caregiver provided on 18dec2024, "per patient¿s mother the syringe did not allow for it to retract."